Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was damaged, the roller and handle were worn, screws were missing from the side plate, and the device was out calibration. The cutter, roller, handle, and side plates were replaced and the device was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the product does not mesh well. No adverse events were reported as a result of this malfunction.